Manufacturer narrative:
Device was evaluated by customer. Customer advised that calibrated the touchscreen and must press hard for touchscreen to work. Based on information provided by customer, remote service engineer advised customer to replace touch screen and provided part identification for touch screen. After that multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. It is unknown if any parts or repair has been conducted.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 21dec2020.

Event description:
It was reported to philips that the device had an intermittent touchscreen failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.